Event description:
No additional customer information.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:d8, h2, h3, h4, h6 the device was returned to olympus for inspection, and the reportable malfunction was confirmed. The observed error was an e315 (non-target scope connection) error. Based on the results of the investigation, the issue was attributed to corrosion of the scope connector, however, a definitive root cause could not be established. It is likely the following led to the malfunction: damage of parts due to deterioration/ leakage/ some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchofibervideoscope displayed an asymmetric scope error occurred. The issue was found during reprocessing. There was no patient involvement.